Event description:
Surgeon reported during a cataract procedure the cannula unscrewed from the hub. The hub was loose on the syringe and the cannula injected into the eye. The cannula tore the posterior capsule with vitreous loss. A weck cell vitrectomy was performed. It was reported that the pt will be fine.